Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent within 3 or more hours after insertion at abdomen, which cause the patient blood glucose elevated to 232 mg/dl, therefore patient had received mdi, bolus with pump. The infusion set was in use for 5 hours and symptoms were noticed after 8 hours. The patient was hospitalized went to emergency room and stayed for 7 hours and received IV and fluids of saline and insulin, zofran. The patient also had high ketones and reason for high blood glucose levels was bent cannula and not getting any insulin. The patient was release from emergency room/hospital was on (B)(6) 2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.